Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture with device interaction occurred. The 7.0 x 40mm mustang balloon catheter, used for post dilatation in a 8.0 x 40mm non bsc stent, would not stay inflated. The device was removed, and it was noted as ruptured. The stent was believed to have it had caught on the stent strut. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.